Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 07/29/2025, the patient reported having dinner around 7:30 pm, shortly after applying a new cgm sensor to her arm. Following the meal, she experienced vomiting, and by 8:00 pm, her cgm began displaying ¿low¿ glucose readings. A fingerstick (fs) test confirmed a low blood glucose level. The patient, who uses the insulet omnipod5 in a modified closed-loop system, consumed a warm cup of water with honey in response to the low readings. She did not perform another fs test at that time. By 10:00 pm, she continued to feel unwell, with cgm still showing ¿low.¿ a second fs test showed a bg of 50 mg/dl, prompting her to drink soda and eat watermelon. Despite these interventions, cgm readings remained low. Throughout the night, the patient attempted to sleep but was repeatedly awakened by cgm alerts indicating persistent hypoglycemia. She was shaking and sweaty, and unable to verify her bg due to a lack of test strips. At approximately 1:00 am on 07/30/2025, she called emergency services. Upon arrival, emts performed a fs test, but their meter failed to display a value, which they interpreted as extremely high blood glucose. The cgm continued to show ¿low.¿ no treatment was administered on-site, and the patient was transported to the hospital, arriving around 1:30 am. A blood test conducted at the hospital revealed a glucose level of 950 mg/dl, while the cgm still displayed ¿low.¿ the attending physician advised the patient to remove the cgm sensor and switch her omnipod5 to manual mode. She was treated with an IV insulin drip and fluids (water). By 2:00 am, a follow-up fs test showed a bg of 230 mg/dl, and the patient was discharged. At the time of reporting, she stated she was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid on 07/29/2025. The reported glucose values fall within the d zone of the parkes error grid when checked at the hospital. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on 07/30/2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.